Event description:
The customer reported no audio from the mx40. It is unclear whether the device was being used on or off the network. The device was being used for monitoring when the device issue was found. There were no reports of a death or serious injury.

Manufacturer narrative:
(B)(4).